Event description:
It was reported that a user discontinued the ilet due to perceived aggressive insulin delivery and episodes of low blood glucose, with the user stating glucose dropped to 45 and that lows were treated with juice; review of the available ilet report showed two days with lows and predominantly elevated glucose with frequent meal announcements for correction near the end of use. Symptoms included hypoglycemia. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms reported. Investigation included review of device data and case documentation. Investigation of this case revealed limited corroborated hypoglycemic events in the downloaded data and no device alarms or malfunctions identified, with the pattern suggesting user-driven corrections amid generally high glucose rather than a confirmed device delivery fault. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.